Manufacturer narrative:
Additional information was requested and the following was obtained: the felt was found at femoral with area echocardiography and it was removed surgically. The event description only references one suture broke. However, you indicate quantity involved is 3. Did 3 sutures break during the procedure? No. Quantity involved is we will send the 3 possible sample to you. The product code 8557w does not include a pledget. Please explain is the ¿felt¿ part of an ethicon product? Unknown. The details of ¿felt¿ are not provided from the hospital. The felt is not ethicon product. How many pieces of felt fell into the patient? Unknown.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # (B)(4), mfg. Date 09/03/2015, exp. Date 08/31/2020. Batch # (B)(4), mfg. Date 06/22/2015, exp. Date 05/31/2020. Batch # (B)(4), mfg. Date 01/07/2015, exp. Date 07/31/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total arch replacement surgery for an aortic dissection on (B)(6) 2016 and suture was used. During the procedure, the suture broke and a felt that was attaching to the suture fell into the patient's blood vessel when an artificial blood vessel was being set to the proximal blood vessel under excessive bleeding. It was also reported that a felt was used as the recruitment when suturing aorta and synthetic graft. As of (B)(6) 2016, the patient is stable, but the felt is still missing though an angiography was performed. The patient is still hospitalized. The CT will be performed. If the surgeon find the pledget, they are going to remove it. Currently, the patient's condition is stable. Additional information has been requested.